Event description:
I used fixodent for approximately (B)(6) 1998 until my mouth started tingling and pain in my neck, back, and hands, mouth, feet, arms. Numb and tingling on jaw, lip. Numb feet. I want to be checked for neuropathy. My face tingles and feels numb. I really want to get better. Gums get red and sore and would bleed. Tingling in face, hands, tongue, lip swollen. Cramps in jaws. Dose or amount: denture cream. Frequency: 2 daily. Route: oral. Dates of use: (B)(6) 1998 until (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.